Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd angiocath leaked. On (B)(6) 2026, 8:10 a.m.: an ICU patient received an art catheterization via the right radial artery. At 11:20 p.m., bleeding was observed at the tip of the catheter; the art catheter was replaced, and a new catheterization was performed.